Event description:
Additional information was received for this case. The device was returned and its evaluation is complete. No stent graft findings possibly related to the proximal type I endoleak were observed. The device was returned with the talent bifurcate transected proximally at the aortic body; the proximal bare springs and 1st covered spring were not returned, thereby limiting the extent of the analysis. The iliac limb was found placed into the contralateral gate, and was transected near the distal end.two limbs were also observed implanted into the ipsilateral limb, relining the full length of the limb beginning near the flow divider. A small puncture hole was observed just above the flow divider, and several abrasion related holes were also seen on the distal contra limb, possibly caused by iliac limb angulation. No other device integrity issues were observed. Review of pre-implant films revealed a 6cm aaa; the proximal neck was long and moderately angulated. Since no post-implant images were available for review, the in-vivo configuration of the stent graft over the implant duration could not be assessed.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately for years post index procedure the patient presented with a persistent type ia endoleak due to disease progression in the aortic neck and loss of seal. The physician did not think there was an endovascular solution; therefore, the physician explanted the stent graft. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).